Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens was replaced intraoperatively due to capsule tear. The event was described as: "when pushing in the proximal haptics, doctor retracted the plunger on the inserter and it sucked up the anterior capsule and tore it." Another lens was implanted in the sulcus. Sutures were used. The pt was reported as "doing well." Please reference MDR #2031924-2013-00158 for the intraocular lens.